Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to log. A technical support specialist (tss) guided the customer to check the network cable. The cable was disconnected, and the customer could not identify the correct port. The customer plugged the cable into an available port and restarted all in one (aio), but the cabinet remained offline. The customer agreed to contact it. Later, the customer informed that medbank cabinets would no longer be used and would be removed, so restoring communication was unnecessary. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to log on as the cabinet was not syncing. User mentioned that a message stated 'error connecting to medbank database' popped. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.